Manufacturer narrative:
Film evaluation summary: the exact cause of the events could not be determined from the single returned film. A pre-implant sizing worksheet revealed that the patient had a severely angulated proximal neck measuring 25mm in diameter, which was noted as mildly calcified. A single returned still angiogram image during implant revealed that the endurant bifurcate was positioned ~5mm below the visible right renal artery, and the infrarenal neck was angulated ~45deg. Contrast injection from above the level of the suprarenal stents showed a large amount of contrast near the right side of the bifurcate proximal margin, along the outer curvature, coming from a possible aortic perforation. There may also have been a proximal type I endoleak. Additional films during implant, including during the ballooning event, were not returned, and lack of CT¿s could not permit a more complete assessment of the patient¿s anatomy. The angulated and calcified neck may have contributed to the proximal type I endoleak. It is likely that the reported over ballooning within the diseased and angulated neck, may have led to the aortic rupture. Per the physician¿s assessment the patient expired due to complications from the open procedure that followed the aortic perforation. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a in a patient for the endovascular treatment of a 57mm diameter abdominal aortic aneurysm. The aortic neck was 25mm in diameter and 34mm in length. It was reported that after the stent graft was implanted there was a type ia endoleak. While inflating the reliant balloon at the level of the renal arteries, the physician over inflated the aorta and caused the aorta to rupture. The physician removed the reliant balloon and placed another manufacturer¿s balloon to occlude the aorta and proceeded to convert the patient to an open procedure. A tube graft was sewn in as well as renal implantation. The renal bypass failed and the patient went on dialysis. The patient then expired due to complications from the open procedure that followed the rupture. The physician stated that the patient developed bowel ischemia and perforated his bowel. Per the physician the cause of the rupture was user error. The cause of the proximal type I endoleak was unknown but the physician noted that the proximal aortic neck area was like tissue paper and that it was difficult to sew the graft to the aorta after the patient was converted to open repair. No additional clinical sequelae were reported.